Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 431 mg/dl at the time of the incident. The customer's current blood glucose level was 484 mg/dl. The customer treated with bolus. Customer also reported getting sensor with inaccurate readings. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.